Manufacturer narrative:
Novocure medical opinion is that the contribution of the array placement to the wound dehiscence and wound infection cannot be ruled out. Contributing factors for wound dehiscence and wound infection in this patient include: concomitant bevacizumab (vegf inhibitor which carries a black box warning for wound healing complications, source bevacizumab prescribing information), concomitant lomustine (carries a black box warning for myelosuppression. Source: lomustine prescribing information), prior dexamethasone use (impaired wound healing and increased risk of infection are listed as side effects. Source: dexamethasone prescribing information), prior radiation, underlying cancer disease and prior surgery affecting skin integrity. Wound dehiscence is an expected event with optune gio device use (ef-11 0% and <1% ef-14 optune arm). Wound infection is an expected event with optune gio device use (ef-11 0% and <1% ef-14 optune arm).

Event description:
A 53-year-old- female patient with newly diagnosed glioblastoma (gbm) started optune gio on (B)(6) 2025. On (B)(6) 2025, the patient's spouse informed novocure that the patient had been hospitalized since (B)(6) 2025, due to an infection at the prior surgical resection site. The patient was initiated on antibiotic therapy, to which she was reportedly responding. Additionally, a previously placed shunt was removed, as it was no longer believed to be functioning effectively. On (B)(6) 2025, the prescribing physician reported that the patient was hospitalized for a wound dehiscence, that required a surgical washout, and treatment with unspecified antibiotics. The physician attributed the event to both optune gio therapy and concurrent treatment with bevacizumab. As a result, optune gio therapy was permanently discontinued.